Manufacturer narrative:
The manufacturer previously reported a ventilator was sent to a third party service center for evaluation for a ventilator inoperative alarm condition. The device was evaluated at the third party service center and the customer's complaint was confirmed. The device's software was reloaded to address the issue.

Event description:
The manufacturer received information alleging a ventilator was being sent to a third party service center for evaluation for a ventilator inoperative condition. There was no harm or injury reported. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party's investigation is complete.